Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that the pump was not exposed to extreme temperatures. But temperature alarms occurred. Additionally, it was reported, that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level was 210 mg/dl. The customer continued to use the pump for insulin therapy.